Event description:
It was reported during a surgical procedure at the user facility the device would not read impedance and shut down resulting in the procedure being delayed 2 1/2 hours. It was reported the procedure was completed successfully and there was no medical intervention.

Manufacturer narrative:
(B)(4)

Event description:
It was reported during a surgical procedure at the user facility the device would not read impedance and shut down resulting in the procedure being delayed 2 1/2 hours. It was reported the procedure was completed successfully and there was no medical intervention.